Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 25-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 294, 455, 313, 319 and 304 mg/dl. The customer¿s expected blood glucose test result range is: 185-212 mg/dl am fasting, under 250 mg/dl am non-fasting, 220-250 mg/dl night fasting. At the time of the call the customer reported feeling well and did not report any symptoms. Customer stated that on (B)(6) 2020 he had called 911 due to symptoms of feeling faint and chest pain. Customer stated he did not perform a blood glucose test using the truemetrix air meter at the time. Customer's blood glucose test result using the paramedics meter had been 422 mg/dl and customer was transported to the hospital. Customer was treated by the paramedics in the ambulance with nitroglycerin for the chest pain. Customer arrived at the hospital in about 5-10 minutes, and stated this hospital lab blood glucose test result was 223 mg/dl. Customer was treated with aspirin and insulin while at the hospital. Customer does not remember the diagnosis. Customer was admitted and discharged the next day. Customer was not given any new medications when discharged. During the call, a blood test was performed by the customer non-fasting and produced test result of 403 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/20/2020 and open vial date is 08/05/2020. The meter memory was reviewed for previous test result history: (B)(6).